Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer's representative regarding a patient who was receiving morphine (10.0 mg/ml at 3.170 mg/day) via an implantable pump for an unknown indication for use. The pump printout from an interrogation on (B)(6) 2018 at 07:37 was provided. The pump was in a state of motor stall. The event date was provided as (B)(6) 2018. Patient symptoms occurred (pain). The pump was considered implanted - out of service. The pump was not replaced by a medtronic product, but would be replaced in the future by a medtronic product. Medical or surgical intervention was not needed to prevent permanent impairment of a function. The event lead to or extended hospitalization for 24 hours. Temporary injury occurred. The patient status was unknown. The issue was not resolved. No further complications were reported or anticipated. Additional information was received. The pump was implanted on (B)(6) 2013. The motor stall occurred on (B)(6) 2018. The motor stall did not recover and there were no additional motor stalls. A date had not been set for pump replacement. The representative did not know if the pump would be returned. It was stated the patient had a return of pain symptoms. This was pain associated with the patient's diagnosis. Telemetry was performed, and the result was the motor stall alarm. Specification of the temporary injury was "pain." Contributing factors to the event were unknown.